Event description:
It was reported that the burr became stuck on the wire and within the lesion. A rotawire and a 1.50mm rotablator rotalink plus were selected for use in an angioplasty procedure in the calcified left anterior descending artery (lad). During the procedure, the burr became entrapped on the rotawire and within the lesion near the middle lad calcification. Attempts to remove the guidewire were unsuccessful. The hemodynamics of the patient remained stable, despite a dissection in the lad. The burr was left in place in the lad to avoid hemorrhagic risk. The rotawire was cut at the distal part of the device in the mid lad and cut at the femoral access. A decision was made by the physician to send the patient to surgery to perform immediate surgical vascularization. A coronary artery bypass graft was performed from the inferior mesenteric artery to the lad. The burr and the rotawire fragments were left in the lad. The patient condition was stable after the procedure with standard cardiological monitorization. The patient was then discharged, and no adverse effects have been reported.